Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar instrument broke during the procedure. The customer stated that they performed a post op x-ray and did not find additional pieces. Technical support engineer (tse) recommended that customer RMA suspected instrument. Customer did not have the part or serial numbers available at the time of call and agreed to RMA the instrument. The procedure outcome is unknown with no reported injury.